Event description:
It was reported that this left ventricular (lv) lead exhibited pacing impedances measurements greater than 3000 ohms, which was high out of range as well as high pacing thresholds of 6 volts. This lead was explanted but was damaged during the extraction process. A new lv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. According to additional information, this product was discarded by the explanting facility.